Event description:
Consultant reports: during a pediatric de-rotation of hip osteotomy procedure, the surgeon was inserting a screw and the tip of the screwdriver broke off into the head of the screw. All pieces were retrieved, which was confirmed by fluoroscopy. The surgeon selected another screwdriver to complete the procedure without further incident. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no nonconformances related to this complaint were found. The manufacturing visual inspection has shown that the hexagon is on one side completely broken off. This makes a measurement of the tip impossible. The fracture face is homogenous which indicates material conformity and it's obvious that this was an often use device, because the broken fragment was not sent back this complaint is indeterminate from a manufacturing standpoint. The failure of the instrument could have been caused by fatigue, high torque application (perhaps in very dense bone), misalignment of the driver with the screw head recess, or general misuse. It is not possible to determine the exact cause of the failure with the information provided. However, there are not apparent design flaws which would have inherently caused a failure. Based on the failure mode and the manufacturing evaluation, the failure most likely occurred due to fatigue or extremely high application of torque.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).